Event description:
A customer reported that cannula attached to the syringe detached and launched into patient eye lens dropped into the posterior chamber and patient experienced posterior capsule rupture, chamber hemorrhage, retinal tear, sulcus fixation and laser retinal tear repair to the right eye during cataract surgery (with intraocular lens implant (iol)). This file pertains to patient 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5. And h.11. Upon further review of the file, it was determined that the suspect product is the irrigating 27 gauge cannula that is a part of the custom pak or pik pak where the cannula had come off the syringe and custom pak or pik-paks were not at all involved for reported adverse events during the procedure. The initial report was submitted in error. No further reports will be scheduled under mfg report num 1644019-2024-00986. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that cannula attached to the syringe detached and launched into patient eye lens dropped into the posterior chamber and patient experienced posterior capsule rupture, chamber hemorrhage, retinal tear, sulcus fixation and laser retinal tear repair to the right eye during cataract surgery (with (iol) intraocular lens implant). Additional information requested and received that the cannula was used to partially hydrate the wound prior to it coming off of the syringe, for patient symptoms resolved with hemorrhage cleared and 20/20 uncorrected distance vision. Upon further review of the file, it was determined that the suspect product is a part of the custom pak or pik pak where the cannula had come off the syringe and custom pak or pik-paks were not at all involved for reported adverse events during the procedure.